Manufacturer narrative:
The customer returned one vial of test strips (lot number 200785). The returned test strips were measured with a retention meter in comparison with the current master lot coaguchek xs pt test strip. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The customer allegation could not be verified.

Event description:
The customer reported that on (B)(6) 2015 a meter reading of 5.1 inr was obtained at 2:15 pm on the coaguchek xs (serial number (B)(4)) while a lab value of 3.9 inr was obtained at 2:23 pm. The patient's coumadin was held for the night based on the meter result. It was reported that the patient did not report any special or unusual diet. The patient is not on heparin. It was reported that the patient does not have any antiphospholipid antibodies. The patient's therapeutic range is 2.0 inr to 3.0 inr. There was no adverse event. The suspect product was requested to be returned and replacement product was sent. The relevant retention test strips (lot 20078512) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. The retention samples were acceptable.